Event description:
The user facility reported that the scope air or water flow is weak, port for leak testing was damaged during service. It was also reported that the unit had positive cultures twice for achromobacter xyolsoxidens and stenotrophomonas m altopholila. It is believed to have an internal issue. There was no patient infection associated on this event reported. No patient harm or injury reported. No user injury reported.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide reprocessing training. To date, the ess visit has not been finalized. This report will be supplemented accordingly following investigations. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. Further communication with the customer conveyed the following information: report from nurse kimberly wilson: the working channel was the area of the device that was sampled. The "trigger" to culture on (B)(6) 2021 was simply a matter of our institution's "routine protocol" to culture each scope annually after a patient-use culture result was: 11-100 cfu gram negative bacilli- most closely resembling brevundimonas. Scope was not further used on a patient after it was cultured on (B)(6) 2021. It underwent reprocessing again (manual cleaning and automated high level disinfection) and was re-cultured on (B)(6) 2021. Culture result was: 2 cfu gram positive bacilli, aeroic, non-spore forming, unable to further ID. Again, scope was not patient-used since (B)(6) 2021. It underwent reprocessing again (manual cleaning and automated high level disinfection) and was re-cultured on (B)(6) 2021. Culture results was: 1-10 cfu achromobacter xylosoxidan, 1-10 cfu stenotrophomonas maltophilia. No patient infection was reported. Reprocessed by: manual cleaning followed by automated high level disinfection in medivators advantae plus aer. Manual cleaning product: ruhoff endozime aw plus hld disinfectant: rapicide pa our olympus ess is (B)(6). He last visited on (B)(6) 2021. No further information provided.

Manufacturer narrative:
This supplemental report is being submitted to provide evaluation results of the device from independent laboratory and olympus device evaluation. The following sections were updated. The scope gif-1th190 serial number (B)(4) was sent to an independent laboratory for testing and evaluation. The scope¿s distal end tested positive for bacillus simplex. There were no growth found on air/water channel, instrument/suction channel and auxiliary water channel. The scope was then ethylene oxide (eto) sterilized for olympus for a physical device evaluation. The device was received and evaluated. A visual inspection on the received condition performed. Scrapes and kinks inside of the biopsy channel were observed. The biopsy channel was inspected with an olympus boroscope and scrapes marks were found throughout the entire length of the channel. Additionally, a kink was located near distal end and control body openings. The suction channel was inspected in the same manner, and a kink was found at the opening of the channel near the scope connector. There are no signs of foreign material, or stains in either channel. Further findings include; deterioration on adhesive surrounding the objective and light guide lenses. The bending section cover glue is also deteriorating with pinholes and cracks. A leak test was not able to be performed due to damage on the eto valve. The scope was previously sent in for service on (B)(6) 2020. Investigation is still ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on ess site visit and the legal manufacturer's investigation. The following sections were updated. A review of the DHR (device history record) found that the subject device was shipped in accordance with specifications. Ess (endoscopy support specialists) site visit reported that the scope was discussed with the customer. Ess reported that the customer does not need an in-service but instead asked for a reprocessing wall chart. Based on the results of the legal manufacturers investigation and information gathered, there was no report on the subject device being used in procedure after the suggested event was confirmed. The suggested event was positive culture test. Injury or infection was not reported. It could not conclusively specify the root cause of the suggested event. Though the root cause of the event was not specified, the following were assumed. Reprocessing conducted by the user was deviated from the reprocessing recommended in IFU (instruction for use). Contamination occurred at microbiological sampling. Consideration: relation between the suggested event, positive culture test, and the subject device: from the following investigation results, it was presumed that reprocessing was insufficient due to defect of the device. Growth of microorganism was confirmed from all the three culture testing by the user after reprocessing. Growth of microorganism was confirmed from culture testing by the third-party labs after sbc olympus (service business center) received the device. Scratches and kink were confirmed from the device evaluation at incoming inspection. Moreover, mouthpiece of leakage tester was broken. As stated on the IFU (instruction for use) the user manual states: reprocessing manual: precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Additionally, the device inspection and found nonconformities detected at incoming inspection/service center and the details were communicated with the user. Olympus will continue to monitor complaints for this device.